Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to "2 holes in the cuff." A new aus device consisting of a 4.0cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.